Event description:
The patient reported that last year they were hospitalized due to low blood glucose (bg) levels. It was reported that due to sweating, the pod had detached from the infusion site, and they called for an ambulance. The patient reported they had lost consciousness at the time of the event. The patient could not recall the exact bg readings as it occurred the previous year. The patient was reportedly hospitalized for 7 days. There was no further information provided related to this event. Good faith efforts are being made to seek additional details. If additional information is received, a supplemental report will be submitted. Hospitalization was a 7-day admission with cardiac impact noted by patient (heart tests and heart enzyme evaluations). Managed on sliding-scale insulin while in patient; pod re-applied after discharge.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation, as it was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that last year they were hospitalized due to low blood glucose (bg) levels. It was reported that due to sweating, the pod had detached from the infusion site, and they called for an ambulance. The patient reported they had lost consciousness at the time of the event. The patient could not recall the exact bg readings as it occurred the previous year. The patient was reportedly hospitalized for 7 days. There was no further information provided related to this event. Good faith efforts are being made to seek additional details. If additional information is received, a supplemental report will be submitted.